Event description:
Reporter indicated that pt was seen in hosp emergency room with a reported non-epileptic seizure that lasted for three hours. The pt had previously reported an increase in seizure activity from previous efficacy with the vns therapy, but not above pre-vns baseline frequency. The pt also reported at that time falling backwards and walking into things along with a feeling of their throat closing off. Device diagnostic testing at this time was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Further follow-up with treating neurologist revealed that the pt was later seen in hosp emergency room with a reported non-epileptic three-hour seizure and that the pt continued to experience an increase in seizure activity. Neurologist indicated that the seizure increase was possibly related to the vns and indicated that he thought that the pt's device might be nearing end of service. Neurologist indicated that the pt's seizure types had not changed and that their overall health condition was not worsening. There had reportedly been no recent medication changes that could have contributed to the reported event. Neurologist indicated that stress and/or psychiatric issues may have been a contributing factor to the increase in seizure activity. The pt was scheduled for consult with neurosurgeon for possible generator replacement, but the surgery was postponed due to the discovery of unspecified cardiac irregularities. Generator replacement surgery is pending clearance from cardiology.